Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to dislocation / subluxation and pain (left). Age at primary: (B)(6). Primary asa: p1 - fit and healthy. Revision njr index no: (B)(4).